Event description:
A discordant, falsely elevated potassium result and a falsely low glucose result were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. A new sample was obtained from the patient and was retested on an unknown instrument, resulting as expected. The original sample was then repeated on an alternate instrument, resulting as expected. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result and a falsely low glucose result.

Manufacturer narrative:
A siemens head quarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated potassium result and falsely low glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.